Event description:
It was reported that pump displayed malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and malfunction did not recur after reset, so customer continued using pump with guidance to call back if issue returned; no device return or additional actions were reported.